Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had display fault. On display the back is red and the lines are blurred. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles.

Event description:
N/a.